Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleges to have unspecified symptoms. The patient was prescribed prescription medication. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on april 08, 2024, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging unspecified symptoms while using the device related to a CPAP device's sound abatement foam. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The device was evaluated and during exterior investigation manufacturer observed that there is unknown dust/dirt contamination present on all surfaces of the base unit. The device did not return with an sd card or filter. There is an unknown dust contaminate present at the air inlet where the filter would be and at the iso port entrance. During interior investigation manufacturer observed that there is unknown debris in the tracks of the uipanel. There is an unknown white dust contamination found on the bottom enclosure, blower box housing, blower motor, blower impeller, and rear panel o-ring. Evidence of sound abatement foam degradation/ breakdown was not observed in the base unit. And secondary findings, a keratin like substance was observed around the blower box outlet. The occurrence of a keratin like substance observed around the blower box has been previously addressed, the unknown dust/dirt contamination and fibers found on the blower casing/ impeller and blower box was inconsistent with degraded sound abatement foam contamination. The presence of contamination throughout the airpath suggests a source external to the device. Pil used a fitt (foam integrity test tool) and the associated and was unable to confirm the presence of degraded sound abatement foam. The device's downloaded event log was reviewed by the manufacturer and found 0 error codes. The manufacturer concludes there was no evidence of degraded sound abatement foam and confirms the contamination in airpath and was unable to directly address the symptoms specified. The sections d8, d9, h2, h3, h6 have been corrected and updated in this report as follows:

Manufacturer narrative:
Additional information was received on 06 sep, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the manufacturer previously received information alleging unspecified symptoms related to CPAP device's sound abatement foam.the manufacturer's clinical expert reviewed the symptoms that patient alleged unspecified symptoms and medical prescription for antihistamine and cortisone for 15 days and concluded that after switching the device there were no more symptoms.the patient did not report any specific symptoms.based on information available at the time of this review, there is no medical harm being alleged. There was no report of serious patient harm or injury. Section b1 was corrected for product problem. (Both adverse event and product problem was checked in the previous MDR.) Section b2 was corrected to blank. (Previously, it was other serious or important medical events.) Section h1 was changed from serious injury to malfunction. Section h6 health effects: impact code was corrected.